Manufacturer narrative:
Device is a combination product.  (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured using snap gauge and the result is within max crimped stent profile measurement. Stent strut rows 1 and 2 on the distal end of stent are pulled and bent back in a distal direction. No issues with the balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-dec-2016. It was reported that crossing difficulties were encountered. A 2.25x32mm synergy¿ drug-eluting stent was advanced to treat the lesion, however, the device failed to cross. The procedure was not completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.